Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 481 mg/dl and a ketone level above 36 mg/dl; cause was not known. While hospitalized, the customer's ketone values increased to 119 mg/dl.; suspected cause was attributed to incorrect medical intervention at (B)(6) hospital. Reportedly, (B)(6) hospital used an inaccurate ratio of insulin to glucose, leading to not enough insulin administered resulting in the continued increase of customer's bg and ketone levels. Customer administered a manual injection and delivered a correction bolus via pump to address bg level. Customer was admitted into the emergency room at (B)(6) hospital, transferred to (B)(6) hospital and was subsequently hospitalized. Reportedly, customer was admitted at 3 different hospitals. Customer received intravenous insulin and saline fluids to resolve the issue, and remained hospitalized at the time of report. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use. A pump history review was attempted; however, no history was present for the dates of the hospitalization. Customer declined to provide additional information pertaining to hospital release date.